Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During the procedure, the device deformed into an elongated shape and was not implanted. No patient consequences were reported

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During the procedure, the device deformed into an elongated shape and was not implanted. No patient consequences were reported subsequent to the previously filed report, additional information was received. The device was removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system. There was no clinically significant delay as a result of the event. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.